Manufacturer narrative:
No report of patient involvement. A ge healthcare service technician replaced the power switch was to resolve the reported issue.

Event description:
During depot repair, the faulty power switch was noted. There was no reported patient involvement.